Event description:
It was reported that, during an unknown therapeutic procedure, the image from the camera head was blurred. Since the subject was visible, the procedure was completed using the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No blurred images were observed after the camera was connected according to the instruction manual. No problem was observed when the camera cable and video connector were lightly tapped or shaken. However, the device evaluation found that the lens of the main body was dirty and the scope mount was cracked. Based on the results of the investigation, it is likely that contamination on the lens of the main body prevented normal image output and led to the blurring. A review of device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.